Event description:
Pt's spouse called lfs alleging that pt's meter was reading inaccurately erratic. Pt did not have any symptoms. Pt obtained a reading of "about 440 mg/dl" and a "210 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Spouse stated that the test strips pt had been using has an off-centered cut. Pt has been feeling like they were hot and cold. Pt reported obtaining a reading of "368 mg/dl" on the strips with the off center cut. Pt had been performing quality control once a month, however, spouse could not describe if pt was using proper technique. Pt did obtain a blood glucose reading on the test strips reported and based on the info it is unclear if the test strips were actually miss-cut. There was no advance event or serious injury. No medical care was sought from a health care professional. The customer service rep replaced the meter due to inaccurate erratic readings.